Manufacturer narrative:
Device analysis report attached. This report is submitted on april 26, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient as of the date of this report.